Event description:
Imdrf b codes were incomplete in the previous MDR, hence a correction MDR is being submitted to include the missing b codes.

Manufacturer narrative:
Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a document review including IFU review: as the echo-19 device is from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0101-1, which accompanies this device instructs the user "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." There is evidence to suggest that the customer did not follow the instructions for use as the echo-19 device was used for access. As per medical advisor "yes, it is off-label use ." Image review: n/a root cause review: a definitive root cause could be determined from the available information as the echo-19 device was used for access. As per medical advisor "yes, it is off-label use ." Summary: complaint is confirmed based on customer testimony. According to the initial reporter, there was no adverse events. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 26-jul-2021.

Manufacturer narrative:
Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: as the echo-19 device is from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0101-1, which accompanies this device instructs the user "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." There is evidence to suggest that the customer did not follow the instructions for use as the echo-19 device was used for access. As per medical advisor "yes, it is off-label use ." Image review: n/a root cause review: a definitive root cause could be determined from the available information as the echo-19 device was used for access. As per medical advisor "yes, it is off-label use ." Summary: complaint is confirmed based on customer testimony. According to the initial reporter, there was no adverse events. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Sassatelli et al 2020 ¿endoscopic ultrasound-guided biliary drainage for malignant biliary obstruction after failed ercp in low performance status patients¿ all patients referred to santa maria nuova hospital in reggio emilia, between january 2011 and november 2017, with malignant obstructive jaundice, in whom ercp had failed, were enrolled. Patients with malignant bile duct obstruction and unsuccessfully treated with ercp were included. A 19-gauge fine needle aspiration biopsy needle (echotip; cook endoscopy, winston-salem, nc, USA) was used to puncture the bile duct, the stylet was removed, and the access was confirmed by aspiration of bile and, subsequently, by the injection of contrast underfluoroscopy to obtain an anterograde cholangiogram. In the case of a transgastric approach, the guidewire was introduced deep in the biliary tree or, when possible, transpapillary in the duodenal lumen (jejunal lumen in the case of biliodigestive anastomosis).in the case of a transduodenal approach, the guidewire was introduced in the biliary tree upward towards the liver hilum. Needle was withdrawn and the fistula was created using a 6-fr or7-fr biliary dilator catheter. A stent was placed through the hepatogastrostomy between a left bile duct and the gastric lumen or through the choledochoduodenostomy between the common bile duct and the duodenal (or jejunal) lumen. A 10-fr plastic stent(solus; cook endoscopy) or a half-covered self-expanding metal stent (sems), uncovered along the intraluminal length (giobor;taewoong medical, gyeonggi-do, korea), or a partially silicone-covered sems (wallflex; boston scientific corp.) Or a luminal apposing metal stent (lams) (hot axios; boston scientific corp.)was used on the basis of the operator choice. In 21 patients with the tg-bd approach, the technical success rate was 95.2% (20 patients). A covered sems alone was used in 10 cases, and in another four cases a covered sems associated with a plastic stent; and for six patients, a plastic 10 fr stent alone was used (30%). In 15 patients who underwent td-bd, technical success was achieved in 13 patients (86.6%); in these, a covered sems(or a lams) was used in 10 cases (66.7%; 10/15), whereas a plastic stent was used in three cases (20%). Off label use of echo-19 as it was used for access.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.